Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the implant was overdischarged due to patient compliance. The programmer, recharger and clinician programmed could not communicate with the implant. Three 60 minute sessions were performed until getting the normal recharge session and the implant was charged. The patient was instructed to fully charge the implant each day for two weeks. Further information received from the representative stated that the implant would not hold a charge. Impedances were run and the implant became discharged. Electrodes 7 and 11-15 were greater than 10000 ohms and existing coverage was not satisfactory. The patient wanted the implant replaced even though she wasn¿t able to turn it very long before discharging and was going to schedule a battery replacement soon.